Event description:
It was reported that the patient experienced right cylinder tear with an inflatable penile prosthesis (ipp). The ipp right cylinder was explanted and a new ipp right cylinder was implanted. Additional information was reported that there was fluid loss at the cylinder resulting in inflation issues. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that the patient experienced right cylinder tear with an inflatable penile prosthesis (ipp). The ipp right cylinder was explanted and a new ipp right cylinder was implanted. Additional information was reported that there was fluid loss at the cylinder resulting in inflation issues. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Device analysis: cylinder malfunction was reported. The ams700 cylinder was visually inspected and functionally tested. There was a leak in the cylinder due to fold wear and fatigue at the corner of a fold with avulsion that explains the inflation issue. The cylinder also had broken fabric threads. The product analysis confirmed the allegation of cylinder malfunction. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information.